Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a definitive cause for the patient effects and balloon rupture. The reported patient effects of angina and occlusion, as listed in the xience prox everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of coronary stents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience pro x is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4).

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3.0 x 23 mm xience prox balloon ruptured when inflated to 12 atmospheres. The stent was fully apposed to the vessel wall. The patient developed chest pain and had st elevation and electrocardiogram changes and there was no flow. The patient was administered abciximab, flow was restored and the symptoms subsided. There was a clinically significant delay in the procedure. No additional information was provided.